Manufacturer narrative:
The aquabeam scope was not returned for investigation of the reported event as it was discarded by the customer. A device history record (DHR) review could not be performed as the lot number of the device is unknown. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl, english was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup ¿ hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. ¿ an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt,gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The root cause of the reported event was unable to be determined as the device was not returned for evaluation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Correction to manufacturer investigation results provided in section h11 of the follow-up 1 report. The investigation results should state: the aquabeam scope was not returned for investigation of the reported event as it was discarded by the customer. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) was performed, which confirmed that were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl, english was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup ¿ hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. ¿ an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt,gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The root cause of the reported event was unable to be determined as the device was not returned for evaluation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. H3 other text : the device was disposed of at the user facility.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics corporation (procept) became aware that at the beginning of aquablation therapy, no image was seen with the aquabeam scope. A second aquabeam scope was used to complete aquablation therapy. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.